Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to completely broken reservoir tube lip. Device had severely scratched lcd window, missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display screen of the insulin pump was damaged. The customer's blood glucose was 323 mg/dl at the time of incident. Customer stated that they could not see the display screen clearly and during nightfall it was difficult for them to see the information on the display screen of the insulin pump. Troubleshooting was performed and the device is expected to be returned for analysis.